Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. The fse replaced pn: 380699-46 master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. Complaints are tracked via the qms processes per wi (B)(4) (quality data review meetings).

Event description:
It was reported that during a case, the primary console displayed two errors when the surgeon attempted to take control of the master controller. The system was rebooted twice, but the issue persisted. The caller determined that the issue was with the primary console and disconnected it from the system. With only one console connected, the system rebooted successfully, allowing the procedure to proceed. The technical support engineer reviewed the logs and confirmed that the primary console was experiencing issues with the master tool manipulator right (mtmr) encoder.

Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. The master tool manipulator (mtm) was first analyzed by visual inspection, which found no problems related to the reported issue. The system powered on, and errors were observed. During in-house system testing, the unit failed with error codes 22033, 22032, 23108, 23013, and 32101. Upon further testing, the unit failed the ¿init manipulator¿ test, and error 32101 was observed. This was due to unsecured flat flex cable (ffc) connections to the master control module backplane connector (mcmbc) board. Upon reseating the ffc and connections, the tests passed. However, during the next test, the customer-reported error 32101 was again observed. A review of the logs showed that the error observed after testing pointed to the master control module front (mcmf) printed circuit assembly (pca) board. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the reported event. The probable root cause could be a damaged mcmf board caused by the drive tube. The drive tube shaft may have damaged the mcmf board as the arm moved. The issue was resolved by replacing the defective unit.

Event description:
Refer to h11 for follow-up information.